Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible in the pump battery compartment. No damage to the pump casing was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2014 with the following findings:during a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. A leak test was performed and confirmed a battery compartment leak as well as a display lens leak. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the bolus button was intermittently unresponsive. The bolus button cover was removed, and corrosion due to moisture was found on the button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.